Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889-28, lot # va113ty, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type lead. (B)(4).

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that the patient had leg pain and twitching in her leg. The rep reported that the healthcare provider (hcp) adjusted the program multiple times however the patient continued to feel stimulation in her leg. The rep reported that the patient¿s symptoms had improved but stimulation was uncomfortable. The rep reported that the lead was replaced. The rep reported that he saw the patient post-operatively and helped the patient turn stimulation up. The rep reported that the patient felt stimulation in the bicycle seat area with no stimulation felt in the extremities. Additional information was received from the rep and it was reported that the cause of the leg pain was not determined however the patient¿s leg pain went away when stimulation was turned off. The rep reported that the patient did not have any leg pain with the new lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.